Event description:
Tthe customer reported hazy reactions with ih-card abo/d(dv-)+rev.a1, b (ref #813 112 100, lot #8014070) on ih-1000. The customer stated that there was a haziness around the red cell pellet which led to a misinterpretation by the instrument in three cases. The customer returned one patient sample for investigational testing, but not the supposedly defective product lot. Due to the bad condition of the patient sample it could not be tested on ih-1000, because the instrument stopped processing. Therefore the patient sample was tested manually with our quality control laboratory's retention sample of the supposedly defective lot, but the reading was done using ih-reader 24. The patient sample yielded clear results without haziness: blood group o rh(d) positive. Additionally the retention sample was tested with different donor samples on ih-1000. The testing was performed with the retention sample of ih-liss rack (lot # 760000000013,the same lot the customer had used) and ih-cell a1&b lot #8039021. All positive and negative reactions were correct and clear. We did not observe any false positive reaction caused by haziness. The patient sample did not show any haziness and the retention sample reacted as expected. The root cause of the haziness at customer´s site remained unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported hazy reactions on the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that due to the haziness around the pellet negative reactions were assessed as weak positive although they were supposed to be negative. The customer provided images of the ih-1000 which showed the described issue. In two cases a hazy reaction with the anti-b was assessed as 1+ positive, although they were negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer did not return the complaint sample for investigational testing but one patient sample (#: (B)(6)). The investigation of the patient sample is still ongoing. In the meantime our quality control (qc) laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. All negative reactions were clear. We did not observe any hazy reactions. The investigation of the patient sample as well as a review of the batch record documentation is still ongoing.